Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-apr-2023. Investigation summary: four hundred samples from batch 2188472 were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. No samples were returned from batch number 2153548. A device history record review was completed for provided batch numbers 2153548 and 2188472. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that 2 of the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: having a hard time drawing up the product, seem to be bored out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2153548 medical device expiration date:. 31-may-2027. Device manufacture date: 02-jun-2022. Medical device lot #: 2188472. Medical device expiration date: 30-jun-2027, device manufacture date: 07-jul-2022.

Event description:
It was reported that 2 of the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: having a hard time drawing up the product, seem to be bored out.